Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of the event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04756. It was reported that one of the patient¿s leads had migrated resulting in ineffective stimulation. X-ray diagnostic testing confirmed that one of the leads had migrated. As result, the migrated lead was explanted and replaced. Effective therapy was established post-operative. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.